Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested which found that the device worked intermittently. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be excessive force during use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was running intermittently. The event did not occur during surgery. It was unknown to the reporter if there were any delays to a planned surgical procedure or if a spare device was available. There were no reports of patient or user injuries. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.